Event description:
Same case as MFR report #: 2134265-2008-03876, -03122. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified two target lesions. Target lesion one was a de novo, mildly calcified, moderately tortuous, long lesion from the proximal to mid rca (right coronary artery) measuring 3.0x45mm with 90% stenosis. Target lesion one was treated with predilation, placement of two overlapping taxus liberte drug eluting stents (3.5x20mm and 3.0x32mm), and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, bifurcated, mildly tortuous lesion of the distal rca measuring 3.0x20mm with 70% stenosis. Target lesion two was treated with predilation and placement of three overlapping taxus liberte drug eluting stents (two 3.0x20mm and one 2.5x20mm) resulting in 0% residual stenosis. Balloon withdrawal resistance was reported for both stents at target lesion one and one of the 3.0x20mm taxus liberte drug eluting stents in target lesion two. No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis